Manufacturer narrative:
The company is attempting to have the unit returned for testing. Once testing has been performed a follow-up report will be submitted.

Event description:
The company was informed on (B)(6) 2015 of an adverse event that occurred on (B)(6) 2015. The adverse event was described as follows: "employee was filling portable oxygen tank. When they took the tank off, the large tank used for transfilling did not shut off properly. The room filled with fog from the oxygen. In order to shut it off, the employee went into the fog filled room and could barely see the tank. To find the valve, they put their hand over it and pushed the valve with the oxygen tank. The cold oxygen coming from the valve caused burns to their right hand."

Manufacturer narrative:
Upon arrival of the reported unit for testing it was discovered that the unit returned was the stationary unit involved in the incident, not the portable - as previously reported. When the company contacted the reporter for them to send the portable unit as well, the reporter did not know where it was and therefore, could not send it back for testing. The u46 was returned for investigation. Visual inspection showed a dent in the body of the tank and a hole in the shroud. All of the plumbing was found to be undamaged, but the silicone umbrella was split and found in the incorrect location on the tank. No leaks were found and the relief valves were performing properly. The natural evaporation rate as well as the pressure retention of the unit was within specifications. A full fill, similar to the incident described, was performed per manufacturer's instructions and no leaks were found. The unit functioned within operating specifications.

Event description:
The company was informed on december 17, 2015 of an adverse event that occurred on (B)(6) 2015. The adverse event was described as follows: "employee was filling portable oxygen tank. When they took the tank off, the large tank used for transfilling did not shut off properly. The room filled with fog from the oxygen. In order to shut it off, the employee went into the fog filled room and could barely see the tank. To find the valve, they put their hand over it and pushed the valve with the oxygen tank. The cold oxygen coming from the valve caused burns to their right hand."